Manufacturer narrative:
The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that after 2 hours of hemodialysis, the patient started to throw up, had chills, fever (unknown), but the blood pressure was stable. The patient was admitted to with bandemia, elevated ldh, low flow alarms, and was evaluated for sepsis. The patient was treated with empiric antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(4) and the report of sepsis could not be conclusively established. Also, although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. The controller event log file captured a low flow hazard alarm on (B)(6) 2018, which lasted approximately 4 seconds in duration. The calculated flow reached values as low as 1.6 lpm. Outside of the low flow event, no further unusual events were noted in the submitted data. The pump appeared to have functioned as intended throughout the duration of the data. The heartmate 3 lvas IFU lists sepsis and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regard to preventing infection. The IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient remains ongoing on (B)(4). A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.